Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to deactivate high voltage therapy to resolve the event. The patient was stable and there were no adverse consequences.